Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted device was not returned to bsn.

Event description:
A report was received that following a trial lead implant procedure, the patient experienced leg numbness and weakness. It was noted that the neurological issue was a result of a bleed in the epidural space. There was no known cause during the procedure and the event was not device related. The patient had an early lead pull and was doing well postoperatively.